Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap contacts were neither missing nor damaged, the spring was neither damaged nor corroded. The customer was reported that the insulin pump display did not return after restart. Insulin pump exposed to moisture. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests; it failed self test in that the unit did not vibrate during the vibration portion of the self test. After further examination of the unit¿s interior, the copper sleeve of the battery compartment was corroded, and there was corrosion on the battery board which is located underneath the battery compartment. Device has a hairline crack in the battery threads.